Manufacturer narrative:
E1: patient city: bogota. Patient country: colombia

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported that the patient encountered occlusion in the tubing which led to high blood glucose level of 189mg/dl. No further information available.